Event description:
It was reported that the patient was undergoing a left chest wall repair surgery on (B)(6) 2015, but did not know the reason for the surgery. It was later reported that the patient went to ER a few weeks ago for redness and swelling around the generator incision site and was given antibiotics for possible infection. On (B)(6) 2015, the surgeon irrigated the incision site with the patient under anesthesia. The surgeon noticed some redness at the generator incision site, but no puss was found. The incision was healing well, so the surgeon did not go very deep into the wound. The patient was put on more antibiotics as the regimen from the ER was finished.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that both the lead and generator were sterilized prior to distribution.